Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery with six different sets. The patient's blood glucose was 592 mg/dl yesterday, which she treated with manual insulin injections. The patient's current blood glucose is 394 mg/dl. Troubleshooting was initiated for the high blood glucose and it was confirmed that the drive support cap appeared normal. The customer declined to check for air bubbles, insulin leaks, and inaccurate device programming. A high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned or replaced.